Event description:
I had severe pelvic pain. I had to have a hysterectomy to remove devices so pelvic pain would subside. Device also caused extremely heavy periods along with severe headaches and constant ovarian cysts.